Event description:
Customer called to report a problem with sensor insertion without the serter. Customer informed that the sensors do not pierce the skin. Customer had an extreme low while she was driving, she was chased by the police and ended up in the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.